Event description:
"Submission of this report by co is pursuant to be provisions of 21 cfr part 803, but not necessarily required thereby, co expressly denies that any info contained in this report constitutes an admission that the device caused or contributed to a death or serious injury or that the device malfunctioned. Pursuant to part 360i (b) (3), this report shall not be admissable into evidence or otherwise used in any civil action". The pt was implanted with a prosthesis on 2/14/96. On 3/26/96 the physician noted that the pt had developed inflammation and capsular contracture in her right breast. No add'l info regarding this occurrence is available at this time. The MFR will request the return of the device for evaluation purposes and will continue its investigation of this occurrence.